Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle)? Please provide more details:prolonged suture time. Was there any change in the patient¿s post-operative care due to the prolonged procedure? There were no adverse reactions and complications. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no adverse reactions and complications. How long (in minutes) did the surgery prolong? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be cbased on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2022 and barbed suture was used. The suture pulled off the needle while sewing the perineal intradermal during surgery. Changed another one to complete the surgery. The event prolonged the time of suturing. No adverse patient consequences were reported. Additional information was requested